Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned successfully in the rv septum, but exhibited unsatisfactory threshold measurements and high out of range pacing impedance measurements of greater than 2000 ohms. The physician attempted to reposition the rv lead multiple times, but these issues persisted, as well as loss of capture also being observed. The pacing system analyzer cables were even exchanged, but no changes were noted. After a third unsuccessful positioning attempt, the helix of the rv lead was observed to not fully extend. The rv lead was removed from the pocket and tissue was noted entwined in the helix, thus preventing it from rotating properly. The implant procedure was completed with a new lead. No adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the electrical allegations reported clinical observations. The helix rotation and placement difficulty allegations however were confirmed based on a helix mechanism test failing due to the helix housing being clogged with dried blood/body fluid and tissue. The tissue on the tip may not have been the cause of the placement difficulty at implant; however, the tissue indicates that there was some issue with placement during implant.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned successfully in the rv septum, but exhibited unsatisfactory threshold measurements and high out of range pacing impedance measurements of greater than 2000 ohms. The physician attempted to reposition the rv lead multiple times, but these issues persisted, as well as loss of capture also being observed. The pacing system analyzer cables were even exchanged, but no changes were noted. After a third unsuccessful positioning attempt, the helix of the rv lead was observed to not fully extend. The rv lead was removed from the pocket and tissue was noted entwined in the helix, thus preventing it from rotating properly. The implant procedure was completed with a new lead. No adverse patient effects were reported.